Event description:
The resdient put call light on and the cna's went to get them out of bed. They noticed that there was only a large sling in the bag on the lift and that there were no medium slings in the linen closet. The resident said they needed to go to the bathroom right now. Resident was almost weepy like they had been holding it for awhile. One of the cna's told resident that all they had was the large sling but the resident and staff decided to use it anyway because the resident was in a hurry. The cna's got the resident into the sling (using the crossed loop method of connecting the sling to the lift) and lifted resident up. When they went to put resident into the wheelchair, the bars were really tilted (because the sling was too big for the resident) and and sling loops slid out of the hanger bar hooks and down toward the main bar (where the hanger bars connect to the hanger bar assembly). The resdient's left buttock cheek and leg slid through the toileting hole and resident landed on the wheel-chair foot rests.